Event description:
It was reported from france that the truespan 12 degree plga device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the applier needle was broken on the device. This event did not occur during surgery. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was received and evaluated. Upon visual inspection it was observed that trigger and sleeve were in a normal condition, however it was noted that the applier needle was broken and it was not returned as well as the suture and plates. A manufacturing record evaluation was performed for the finished device 9l60583, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection findings this complaint can be confirmed. A possible root cause for the broken applier needle can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to break, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.